Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jun-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was on retry mode. A technical support specialist found that the error was traced to a duplicate storage space state condition. The documented fix from the relevant knowledge article titled retry mode: update strg.storage space state was applied successfully and the retry issue on the device and resolved, and normal communication and data uploads were restored. Verification through system checks confirmed that the station was communicating and uploading as expected. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server system was on retry mode. However, there were no delays or adverse events or injuries reported based on this event.